Event description:
The customer reported that he was hospitalized due to dehydration and diabetic ketoacidosis, with a blood glucose reading of 474 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date, but the basal rates were incorrect. The customer was unable to make changes to the basal rates at the time of the call. Offered the customer to continue troubleshooting at a later time, but the customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.